Manufacturer narrative:
Failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator. Operational test was performed and no failures were identified. Root cause for the reported issue could not be determined due to no problem found.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the unit touch went inoperative and restart inoperative.there was no patient involvement.